Manufacturer narrative:
Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2014, and then experienced a revision surgical procedure on (B)(6) 2015, approximately 1 year after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Related - MFR# 1038671-2024-02283 report 2 of 2. H11. Additional manufacturer narrative- additional information added. Report 1 of 2. This device was previously reported under MFR# 1038671-2015-00091 utilizing FDA's esubmitter application. This report is a continuation of that reported device/event. D10. 02-012-41-4040, 03070413, optetrak logic tibial tray, trapezoid, cemented. 02-010-01-0340, 03215215, optetrak logic femoral component, posterior stabilized, cemented. No additional information available.